Event description:
The customer reported that an image was lost after a software patch was applied to version 1.40.2 cxdi control ne. The tech had performed pt exams throughout the date. For this pt, the pa chest image was taken first and it was fine. The lateral image was taken and they went into trim the image. The software gave an error and only allowed the system to be shut down. There was an image on the screen at the time of the error. Upon reboot, the image was lost and they had to re-shoot the view.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4). The customer was advised to upgrade to version 1.40.3. No products were returned for evaluation. (B)(4).